Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. Visual analysis of the lead indicated damage during use. The analyst noted that flushing was possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that during an implant procedure there was an issue with the valve of the introducer sheath as it was impossible to purge. The introducer sheath was attempted/not used. No patient complications have been reported as a result of this event. (B)(6) 2025: it was further reported that it was impossible to purge the sheath with blood due to valve issue during the implant procedure. The introducer sheath was replaced. (B)(6) 2026 it was further reported that the introducer was returned, analyzed and tested out of specification.